Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, approximately nine years post initial left side tka, the 63 y/o female patient was brought back for left knee instability. Patient was revised to a truliant size 3 15mm psc insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device will be return. No other patient information/medical history reported. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The optetrak device with serial number 2947854 is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s knee instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has lupus which is a cause of ligament and joint maladies. These devices are used for treatment not diagnosis.

Event description:
As reported, approximately nine years post initial left side tka, the 63 y/o female patient was brought back for left knee instability. Patient wad revised to a truliant size 3 15mm psc insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device will be return. No other patient information/medical history reported.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, d8, h6 clinical code, device problem code, component code, investigation conclusion codes. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.